Event description:
Customer reported he received treatment in the emergency room due to hyperglycemia ("hi" mg/dl), which was caused by a leak in the infusion set. He reported the self-adhesive was loose on one corner and it smelled like insulin, and he believes the infusion set had become dislodged. He was treated with an IV of saline for dehydration from excessive urination and fast-acting insulin. He was discharged from the emergency room when his blood glucose began to decrease. He initially thought hyperglycemia was caused by diet, diagnosis of depression, stress, and a previous batch of frozen insulin. The product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.